Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to a vibratory alert from their device. Upon interrogation, the device was observed to be in backup mode. The patient was admitted to the hospital and a device download was performed to resolve the issue. The patient was stable.